Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "breast pain," "intracapsular rupture," and "thick cyst or solid nodule in the left breast measuring 6 x 2 x 6 mm." Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported left side "breast pain," "intracapsular rupture," and "thick cyst or solid nodule in the left breast measuring 6 x 2 x 6 mm." The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified; an opening, red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.